Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2017.

Manufacturer narrative:
This report is submitted on 10 august 2020. (B)(4).

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.